Manufacturer narrative:
The device in question, used in the procedure, is not available for evaluation by conmed. The facility is expected to return a stock sample of the same lot number. At time of filing, although expected, the stock sample device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with a vcare medium (34mm) cup # 60-6085-201a, lot 202003231 that occurred at (B)(4) hospital on (B)(6) 2020. Information received was that the vcare unit came apart during surgery which was a robotic assisted hysterectomy salpingoophorectomy. There were no injuries, no delays and the procedure completed without incident. Additional information indicates that while removing the uterus, the balloon, balloon "cuff" and cervical cup all detached. The vcare had been in place 60 minutes before the issue occurred. The cervical cup was sutured in place but detached from shaft. Nothing broke apart, all pieces were intact but dislodged from the shaft. The procedure was reported to be completed "normally". It was confirmed that there was no patient impact or injury. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
At time of filing, despite multiple attempts to obtain the device for return to conmed for evaluation, the stock sample devices have not been returned to conmed by the facility. Their location is unknown. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and root cause can not be identified. Should the device be returned an evaluation will be performed and upon completion of the complaint investigation a supplemental and final report will be filed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A lot history review was conducted and found a total of two complaints for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: the balloon; the forward "cervical" cup; the back or vaginal cup; the locking assembly with thumb screw; the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Investigation of the customer's reported issue and complaint of the detachment of the vcare components is now determined to be confirmed. Conmed received four 60-6085-201a. One was received opened in original packaging, three received unopened in original packaging. The lot number of the devices, lot 202003231, was verified. The device in the opened original packaging appeared to be used and returned with the blue vaginal cone, green cervical cup and blue pvc uterine balloon completely detached from the printed v-care tube (shaft). The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found a total of two complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 68 complaints, regarding 77 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.